Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for early sustained dislocation. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2022; date of event: (B)(6) 2022; (right hip). Treatment: closed reduction/manipulation.

Event description:
Clinical, operative notes and medical records indicated: on (B)(6) 2022, the patient had a right press-fit total hip arthroplasty to address osteoarthritis, end-stage, with severe erosive change of the acetabulum and femoral head. Depuy components were used during this procedure along with 2 dome screws. Medical records from (B)(6) 2022 note that the patient had a right hip dislocation and became hypotension, ems was called, upon arrival the patient was downgraded from a full trauma activation. Conscious sedation was used for a closed right hip reduction.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-ray evidence were reviewed and does not shows the device displacement condition reported. Based on the provided information, it cannot be determine a progressive decay of the implant position in relation to the initial implantation. A defect or malfunction cannot be established, therefore the allegation is not confirmed. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.